Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp was inserted via left femoral artery in a 62 year old female who was admitted for high risk percutaneous coronary intervention. The patient¿s comorbidities were coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support with the cp for the coronary angioplasty. At the end of the procedure, the cp was explanted and left femoral site was closed with perclose x2. An angiogram revealed a lesion at the left femoral access site requiring balloon angioplasty of left superficial femoral artery. Ballooning was successful with distal runoff. Bleeding and vascular injury are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D3 (manufacturer fax) has been added. G2 ( is report source company rep) has been ticked. H3 (device evaluated by manufacturer?) Has been updated. Major bleed/access site adverse event: the cause of major bleed/access site adverse event was unable to be determined as limited clinical details were provided and no issue was found on the pump & introducer.